Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/20/15. (B)(4). It was reported that a (B)(6) year old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a smart touch unidirectional catheter. The pvc signal was located near the his bundle. The patient went into a heart block. The patient required an implantation of a permanent pacemaker. All pvcs were noted to be gone. The patient did require hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a smart touch unidirectional catheter and suffered a heart block which required a permanent pacemaker. The patient's medical history is frequent and prior pvc ablations. The pvc signal was located near the his bundle. The patient went into a heart block. The patient required an implantation of a permanent pacemaker. All pvcs were noted to be gone. The patient did require hospitalization. The physician's opinion regarding the cause of this adverse event is that it was procedure related and not as a result of a product issue. The physician stated that pvc ablation near the his bundle creates a risk for potential heart block.